Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported that their freestyle blood glucose monitor will not turn on. In addition, the customer reported experiencing symptoms of hypoglycemia such as lightheaded, sweating, and a loss of consciousness. The customer called the paramedics and they treated her at home with a glucose substance taken orally. The customer was not transported to a medical facility and there was no report of death or permanent impairment.